Event description:
The company representative reported that during a demonstration of the device, the j-segment was not retracted (erroneously) prior to the locator being removed from the demo model. Upon removal of the locator they attempted to retract the j-segment, but were unsuccessful. When they applied force, the j-segment separated from the locator.